Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the customer received a no delivery alarm for more than a week. The customer changed the infusion set and reservoir every day since the alarm started. It was stated that the insulin did not exit through the tubing. Troubleshooting was performed. The insulin pump delivered the insulin properly and passed the displacement test. The high pressure test could not be performed as a tubing clamp was not available. It was stated that the customer will see the doctor in the next few days. Advised the customer that the insulin could be replaced in case of any further issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.